Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they had a high blood glucose reading without an alarm from the insulin pump. The customer¿s blood glucose readings was 300 mg/dl at the time of the incident. Customer reported it has been a problem the last few months. During troubleshooting a high pressure test was performed: insulin did not exit the tubing but the no delivery alarm did not occur. The insulin pump was not returned for analysis.